Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms. The customers blood glucose (bg) level was impacted (300 mg/dl) the customer was able to resume insulin delivery and a bolus was taken to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.